Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist stated the patient has been examined and found to be edge to edge. Continued byte treatment will lead to a class iii malocclusion. Patient is to discontinue treatment with byte.